Event description:
It was reported to medtronic neurosurgery that the implanted device has undergone several inadvertent level changes and that the patient¿s condition deteriorates each time a change occurs. The report states that the patient¿s physician reset the device to 0.5 following the most recent inadvertent level change and was going to leave it there for now.

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.